Manufacturer narrative:
The customer¿s report of a separation and leak was not confirmed. Visual inspection of the suspect valve observed no obvious damages or any issues. There were no other damages or issues observed on its mating component. Functional testing was performed; there was no observation of a disconnection or any issues between the suspect valve and its mating component. The samples were also pressure tested underwater up to 30psi and there was no issues between the suspect valve and its mating component. The suspect valve was manually detached and further visual inspection of both mating components observed no damages or any issues. The root cause of a separation and leak was not identified.

Manufacturer narrative:
Concomitant product: cadd infusion pump; smith medical (B)(4) (lot unknown); smith medical (B)(4)(lot unknown); therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a disconnection occurred between the smartsite valve and a non-carefusion IV tubing during a fluorouracil infusion. This resulted in a leak--a white powder was discovered on the patient. The non-carefusion infusion pump and associated tubing were removed from the patient. No patient harm reported.